Event description:
Patient developed rash from abdominal binder. This facility has had ongoing issues with the device. Rashes have developed after the abdominal binder is placed on both c-section and vag delivery patients. This product also is used at this facility in the surgical unit. Until recently, surgical patients had not been affected. However, one case of a surgical patient with a similar event did happen recently. Affected patients are not allergic to latex and have no previously reported allergies. Some patients have required medical intervention for the rash.